Manufacturer narrative:
Film evaluation summary: the exact cause of the contralateral gate not opening, leading to inability to cannulate the gate and conversion to an aui, could not be determined from the limited films provided. Pre-implant CT¿s and additional angio images during implant were not available to help provide a more complete and accurate assessment of the cannulation difficulties encountered during implant. Review of a pre-implant planning drawing revealed that the patient had a infrarenal aaa which appeared to contain significant thrombus. The drawing showed what appeared to be a narrowed portion of the aorta ~1/3 distance into the aaa sac. The distal aortic diameter was noted as 16 x 19 mm, and the length from the renal arteries to the distal aorta was 97 mm. A single coronal CT slice across the aaa showed that the aneurysm was filled with thrombus. A length measurement of 83 mm was seen taken from the bottom of the renal arteries to near the distal aorta, and scaling from this measurement revealed that the flow lumen diameter within the aaa measured ~13 mm. The distal aorta and left common iliac were also note to be calcified. Three still angio images at implant were returned; images during deployment of the gate were not seen in the films. The films revealed that the contra gate had opened on the patient¿s left side. However, the bottom of the gate did not appear to have fully opened. The distal end of the contra gate was biased slightly medially-right overlapping the ipsi limb, and the gate ring looked compressed; non-circular and appeared nearly crushed flat. Although it is possible that there was an issue with the gate, it appears more likely that this event occurred due to placement of the bifurcate within an aaa that contained significant thrombus, as well as a small and calcified distal aorta. This small anatomy likely compressed the gate which then led to the cannulation difficulties. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm 5.6 cm diameter abdominal aortic aneurysm. The proximal neck length measured 20 mm x 21 mm in diameter along a 24 mm length. The common iliac artery measured 8 mm in diameter. The lower end of the aorta bifurcation measured 16 mm x 19 mm in diameter. It was reported that the bifurcated stent graft was implanted but the contralateral gate did not open. The physician decided to convert the bifurcated stent graft to an aui after trying up and over technique for an hour. The physician did not want to go through the brachial artery as the wire did not even want to pass through the gate opening easily with the up and over technique. The physician thought there was something wrong with the gate of the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.